Manufacturer narrative:
Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported the patient has a suspected outflow graft twist. The patient remains asymptomatic but continues to have multiple "low flow" alarms. This has caused patient to have increased anxiety and inability to sleep. All monitored vital signs and hemodynamics remain stable.

Manufacturer narrative:
Approximate age of device - 8 months. Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log file. The patient, who had a suspected outflow graft twist, remained asymptomatic but continued to have multiple low flow alarms. These alarms have caused the patient to have increased anxiety and inability to sleep. All monitored vital signs and hemodynamics were stable. The patient's system controller log file was submitted which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Many of the low flow events lasted 10 seconds or more, and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 6700 rpms. Similar events were captured in the system controller periodic log file. The patient remained ongoing on vad support until they underwent a transplant on (B)(6) 2019. The pump was returned and evaluated under MFR report #2916596-2019-00977, during which a twisted outflow graft, which would have contributed to the low flow alarms seen in the submitted log file, was confirmed. The heartmate 3 lvas IFU describes the pump flow display and pulsatility index, and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.